Event description:
Baxter (B)(4) received a report that an infusor patient control module (pcm) leaked from the pcm button during patient use. The concomitant medical products are currently unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Additional information: this product is not distributed in the u.s. And does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used pcm (patient control module) for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed no sign of physical abnormality. A functional leak test revealed leakage from the pcm at 10psi. The root cause was determined to be a manufacturing defect; insufficient bonding at the junction of the pvc tubing inside the cover.